Event description:
It was reported that the patient had a backup battery fault alarm. The emergency backup battery (ebb) was replaced and the alarm did not clear. The controller was then exchanged without issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: visual inspection revealed a tear on the outer jacket of the white power cable with visible green fluid. The observed green fluid substance is a fluid ingress issue and is an additional finding that did not result in any functional issue. As an additional finding, one of the screws securing the battery cover is missing. The finding of the conductor breakdown is an additional finding that did not result in any functional issue. The reported event of a backup battery fault alarm was confirmed with the log file retrieved from the returned system controller (serial # (B)(6)). The log file captured backup battery fault alarm events related to a backup battery load test failure fault. The returned system controller and 11v backup battery (serial # (B)(6)) was functionally tested using laboratory equipment. An unexpected backup battery fault alarm was unable to be reproduced. A root cause could not be determined during the evaluation. A corrective and preventive action has been initiated to investigate the issue further. Abbott is currently monitoring similar issues device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 21aug2018. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.